Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the liner would not seat into the acetabular cup. A new acetabular cup and liner were utilized to complete the procedure.

Manufacturer narrative:
The returned shell was evaluated and was found to have been manufactured within specifications. The returned liner was found to have been deformed, therefore, dimensional analysis was not performed. Visual examination could not find any marks on the liner that would suggest that the screw would cause the liner to pop out. Marks were noted on one side of liner but not the other which would suggest that the liner was not fully seated. The half moon mark would be consistent with a liner that was not fully seated as the impingment would cause the liner to rotate before popping out leaving the half moon mark. IFU states under warnings: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.